Event description:
The customer's mother reported via phone call that patient had a high blood glucose but not hospitalized. Customer's blood glucose was unknown mg/dl. The customer stated that it takes all morning and most afternoon to bring blood glucose back down to the 100s. The customer's mother was offered to transfer her to helpline but declined.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.